Event description:
The caller stated the customer's insulin pump stopped working the night prior to the call. The device would rewind and fast forward, but would not deliver insulin. The customer was vomiting. The customer was treated with manual injections. The caller stated that the customer's blood glucose was high but did not give an exact number since the customer was asleep. While performing troubleshooting on the phone, the device sent an alarm, the numbers started ramping up, and the device went blank. The device wanted to go through the rewind process again. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime alarm test due to moisture damage noted in force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime alarms noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.